Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the patient developed ventricular fibrillation (vf). Resuscitation efforts were initiated but were unsuccessful and the patient died.